Event description:
It was reported that the o-rings were missing from the reservoir, causing it to leak insulin. The reported blood glucose reading was 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.